Manufacturer narrative:
This is the initial and final report for this complaint. The gender of the patient is unknown. Complaint conclusion: it was reported that a 6x080 smart control sds could not cross through the lesion located in the superficial femoral artery. The device was removed and another one was used to complete the procedure. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The lesion was moderately calcified and not tortuous with a 70% stenosis. The sds did not have to pass through any acute bends. Delivery of the sds to the lesion was contralateral. "A little more" force was needed to advance through the vessel. The sds did not have to pass through a previously placed stent. It is unknown if the lesion was pre-dilated prior to stent implantation. There was no patient injury reported. One non-sterile pkg assy 6x080 smart vas120cm was received coiled inside in plastic bag. Unit was partially deployed (3mm). Locking pin was in place. No other damages could be observed. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. A review of the manufacturing documentation associated with this lot presented rejects may be potentially related to the complaint; however controls are in placed at the assembly and packaging processes to detect damages in brite tip. The rejected units were properly segregated and discarded. The cause of the pre-deployment condition could not be conclusively determined. Controls are in placed at the processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore, no actions were taken. The failures reported ¿failure to cross¿ and ¿sds - tracking difficulty¿ by the customer were not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken. Difficulty crossing a lesion/tracking difficulty through a vessel or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion/tracking difficulty has been investigated, and the consequences of crossing/tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing/tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross/tracking difficulty and the device is not clear. The failure reported ¿failure to cross¿ by the customer was not confirmed since outer diameter was found within specification. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance [as in this case], which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that it is unknown if the partial deployment was observed prior to shipment for inspection. The partial deployment did not occur in the patient. Updated complaint conclusion: the account notes that the pre-mature deployment did not occur in the patient and it was unknown if it was shipped in this condition or not. It was reported that a 6x080 smart control sds could not cross through the lesion located in the superficial femoral artery. The device was removed and another one was used to complete the procedure. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The lesion was moderately calcified and not tortuous with a 70% stenosis. The sds did not have to pass through any acute bends. Delivery of the sds to the lesion was contralateral. "A little more" force was needed to advance through the vessel. The sds did not have to pass through a previously placed stent. It is unknown if the lesion was pre-dilated prior to stent implantation. There was no patient injury reported. One non-sterile pkg assy 6x080 smart vas120cm was received coiled inside in plastic bag. Unit was partially deployed (3mm). Locking pin was in place. No other damages could be observed. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. A review of the manufacturing documentation associated with this lot presented rejects may be potentially related to the complaint; however controls are in placed at the assembly and packaging processes to detect damages in brite tip. The rejected units were properly segregated and discarded. The cause of the pre-deployment condition could not be conclusively determined. Controls are in placed at the processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The failures reported ¿failure to cross¿ and ¿sds - tracking difficulty¿ by the customer were not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Difficulty crossing a lesion/tracking difficulty through a vessel or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion/tracking difficulty has been investigated, and the consequences of crossing/tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing/tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross/tracking difficulty and the device is not clear. The failure reported ¿failure to cross¿ by the customer was not confirmed since outer diameter was found within specification. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance [as in this case], which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During use on the patient, it was reported that a 6x080 smart control sds could not cross through the lesion. Evaluation of the returned device revealed that the unit was partially deployed (3mm). The target lesion was the superficial femoral artery. The device was changed to another one to complete the procedure. There was no patient injury reported. The device will be returned for analysis. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The rate of stenosis at the target lesion was 70%. The lesion was moderately calcified and not tortuous. The sds did not have to pass through any acute bends. Delivery of the sds to the lesion was contralateral. "A little more" force was needed to advance through the vessel. The sds did not have to pass through a previously placed stent. It is unknown if the lesion was pre-dilated prior to stent implantation.